Event description:
The reported event involved a flowrider plus 1.5f microcatheter and the silverspeed-10 guidewire used during embolization of an "avm". The customer reported that during insertion of the catheter with the guidewire, the physician lost the marker band. Also noted: there was no resistance during the procedure. Before the procedure the catheter did not show any damage. After the procedure the catheter did not show any further damage than the missing marker band. The pt was okay at the time of the report. No additional info has been received.